Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-03756, 0002648920-2019-00650, 0002648920-2019-00651. Medical products: articular surface, item# 00595205010, lot# 62008437; stemmed tibial component precoat, item# 00598005701, lot# 61998926; all poly patella, item# 00597206538, lot# 62034499; taper stem plug, item# 00596009900, lot# 62089864. The reported event is considered unconfirmed as no medical records were provided and product was not returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies with no anomalies / deviations identified. Per package insert, pain is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced pain after an unknown event on an unknown date. There is no additional information at this time.